Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred. Following the start of ablation at the left atrial roof, an impedance jump was noted which stopped the ablation. The procedure was continued but at the 5th lesion the patient became hypotensive. The procedure was stopped, an ultrasound revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.